Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 146mg/dl. Troubleshooting was performed, and the drive support cap looks like it's tilted. Reviewed the alarm history, and found multiple motor error alarms. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.